Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip and missing the reservoir tube o ring; a test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. The insulin pump had cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 165 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the barrel where the reservoir is located was cracked which resulted in the reservoir popping out. Customer advised the reservoir cartridge was damaged and a piece was missing where the reservoir vial was placed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.